Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of adhesive was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: watertightness was lost due to a pinhole in the universal cord; the adhesive on the bending section cover was chipped; the video connector was deformed and cracked; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope displayed air and water leakage from the universal cord and the video cable. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the adhesive on the objective lens was peeled. This report is to capture the reportable malfunction of the peeled adhesive on the objective lens at estimation.